Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: b, c, d, e the reason for the revision reported cannot be confirmed from the information provided but may be the result of patellar loosening, prosthesis wear, instability, and loss of range of motion. The reported patellar loosening, prosthesis wear, instability, and loss of range of motion could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and full product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-012-61-4000 - logic offset stem ext coupler 4mm, (B)(6) 02-012-60-1212 - logic stem ext 12mm x 120mm, (B)(6) 201-78-25 - small headed sharp pin, 1 1/8" 4 pack, (B)(6) 02-012-60-1412 - logic stem ext 14mm x 120mm, (B)(6) 208-05-02 - cc distal fem augment sz 2, 5mm, (B)(6) 208-05-02 - cc distal fem augment sz 2, 5mm, (B)(6) 02-010-06-0220 - logic cc femoral size 2, left, (B)(6) 02-012-45-2030 - lgc tibial fit tray cem sz 2f / 3t.

Event description:
Approximately two-year post initial left side tka, the 86 y/o female patient had a revision. Preoperative diagnosis-failed left knee arthroplasty due to instability, poor motion, pain and patellar component loosening. Patient was revised to same company devices. The femoral component rotation was okay, matching the epicondylar axis. There was dense scar throughout the knee in extension with medial liftoff of 5mm with valgus stress. Both the femoral and tibial components appeared to be appropriately sized and in appropriate rotation. There was no evidence of loosening of either the femoral or tibial components. The joint fluid was clear and yellow. There was no evidence of deep infection. The patient was awakened and transferred to the recovery room in stable condition. There were no intraoperative complications. There is no other information available. Right knee revision reported under MDR # 1038671-2023-00338.